Event description:
It was reported that the wake button is difficult to press. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting assistance and no further action was taken by technical support.